Event description:
It was reported that the patient presented to the hospital for a scheduled procedure. Prior to the procedure, it was found out that the right atrial (ra) lead was oversensing noise. Programming changes were made to resolve the oversensing. The patient's condition was stable throughout.